Event description:
When the physician removed the neuron from the packaging, the neuron snapped at the distal end, leaving the tip within the packaging. Product was not used in the patient.

Manufacturer narrative:
Device investigation: results: the catheter is broken approximately (7.1 cm) from the distal tip of the shaft. The catheter is not stuck to the packaging card or trapped by the tape on the distal end of the packaging mandrel. A 0.070" mandrel was introduced into the hub and advanced distally until it reached the ruptured area in the distal portion of the shaft. This catheter is non-functional. Conclusion: the complaint has been evaluated and confirmed. The catheter is broken in the distal portion of the shaft as described in the complaint. If the distal tip of the catheter was trapped to the packaging card by the packaging tape/sticker, this might of cause the catheter to rapture during removal from the packaging. However there is visual evidence that the distal tip is clear of the tape/sticker and neuron in not stuck to the packaging card. Therefore, this break likely occurred during attempted removal from the packaging. It is possible that the user attempted to remove the neuron from the proximal hub before remove the packaging mandrel. In addition, the packaging mandrel may have been removed without proper handling causing the flexible distal tip to fracture. Devices are thoroughly inspected during the manufacturing and packaging process therefore, it is unlikely this device was damaged prior to shipment. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.